Event description:
No additional infromation.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph and samples received for investigation. Your report of a dull needle and difficult retraction could not be confirmed from the photograph and two representative 20g insyte autoguard devices from lot 4269433 that were provided for investigation. A functional test showed that the needle tip and catheter tip penetration forces were within specification. When the safety mechanism was activated, each needle fully retracted. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failures. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: needle also having difficulty retracting compared to normal use. Any adverse event or serious injury reported to patient or health care professional? Not available.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.